Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was indicated that the right ventricular (rv) lead had intermittent loss of ventricular capture, and variable impedance both low and high were also noted. A possible fracture was suspect. The lead was capped and replaced. No patient complications have been reported as a result of this event.